Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within 5 days of implant, the left ventricular lead had "pulled back" and the patient had diaphragmatic stimulation. During the revision procedure, the lead was attempted to be moved to a different vein, but the lead would not pass. A different model lead was attempted, but also could not pass. The chronic lead was repositioned into a third vein. The lead remains in use. No further patient complications have been reported as a result of this event.